Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent recurrent ventral hernia repair surgery on (B)(6) 2019 during which the surgeon noted the portion of the mesh had retracted and that bowel had become adherent to the mesh. The surgeon performed extensive lysis of adhesions. It was reported the patient experienced severe pain, nausea, constipation, fever and inflammation. No additional information is provided.

Manufacturer narrative:
Date sent to FDA: 1/09/2020. Additional information: d4, h4. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.